Event description:
The tech reported the brake casters are not holding. The stretcher is located in the facilities basement. There was no pt/user injury reported. This repot was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brake pads not making contact with the wheels. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. The tech adjusted the brake pads on the brake casters to resolve the issue, based on this info, no further action is required.